Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported event could not be confirmed as analysis did not identify damages to the fiber connector and it passed verification testing. Analysis, however, identified a distal circumferential fracture. The identified distal circumferential has the potential for forward firing. It is probable that the identified debris adhesion on the surface of the metal cap contributed to elevated temperature near the laser beam output window leading to the glue failure and circumferential fracture. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in the saline cooling flow. Continuously elevated temperatures can lead to fiber damage, including glue failure and circumferential fractures. Although analysis also identified devitrification at the fiber tip, please note that devitrification is a normal degradation of the fiber that occurs through normal use. It is the result of heat accumulation at the fiber tip causing the glass at the firing window to crystallize. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the glass cap exhibited a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of the metal cap, indicative of glue failure. The glass cap exhibited moderate devitrification at output window. The metal cap exhibited severe detritus adhesion on its surface, indicative of prolong tissue contact. The control knob is attached and aligned with fiber and can rotate the fiber. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted showed that the aiming beam was at the output window, and there were no signs of breakage identified along the length of the fiber. The connector passed the segment verification test. The connector cone, segments, and tabs appear in good condition and secured. Labeling review: the device instructions for use (IFU) was reviewed. The IFU states: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Investigation conclusion: based on analysis results, a probable cause of unintended use error caused or contributed to event was assigned to this investigation. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted circumferential fracture. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance.

Event description:
It was reported that the device could not be connected smoothly. A different device was used to complete this procedure. There was no reported clinical consequence to the patient. The patient is reported as stable following this procedure. It was reported that the device could not be connected smoothly. A different device was used to complete this procedure. There was no reported clinical consequence to the patient. The patient is reported as stable following this procedure. The fiber was returned and analysis identified a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. The potential for forward firing exist.